Event description:
The user facility reported that after the injection the person activated the safety needle and the needle bent out of the sheath. During disposal a needle stick was incurred. The patient was in good condition and not affected. The procedure outcome was good. No other devices were used with the reported device. Additional information was received on 30november2021: the health care provider (hcp) who incurred the needle stick was in stable condition. There was no medical intervention required for the needle stick with the used needle. Hcp was able to return to work. The safety was engaged using a hard surface. The hcp noted that the safety engaged with an audible click. When she was placing the used sharp in the waste container, she noticed the needle sticking out past the closed safety mechanism. This is when the accidental needlestick occurred.

Manufacturer narrative:
Lot number: potential lots 200203c & 210113d . Expiration date: potential dates january 31, 2025 & december 31, 2025 . Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: potential dates: february 3, 2020 & january 13, 2021 . Occupation - director of clinical quality & compliance. The root cause of the complaint could not be identified. The actual sample was not available for evaluation. The photo was provided wherein the involved safety needle was not included on the photo therefore the defects that might contribute to sheath activation problem resulting to needle stick cannot be confirmed. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (B)(6) corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information that unused samples were returned in section d9, to updated section h3 and to provide the completed investigation results. Instead, the unused same lot samples were received. The samples were visually in good condition and evaluated for sheath activation and deactivation test wherein the result was passed. The received same lot samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered on the retention samples during the simulation of manual sheath activation that may lead to the complaint.